Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced button stuck alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit failed the self test numerous times. The unit was received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool reveals that stuck key alarms (61) were found on (B)(6) 2025 16:58:15.000. Proceeded by cutting unit open and performing a visual inspection of the connectors and electronic stack. No moisture noted on the keypad assembly or the keypad traces. However, during deconstructive analysis corroded electronic assembly was noted, isolated to the electronic stack. The following cosmetic damages were noted: cracked battery tube threads, broken belt clip rails, serial label missing, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer's concern about keypad alarms wasn't present whilst testing, thus not confirming the customer's concern; however, a stuck button alarm did occur around the time the customer had complained, verified via the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.